Event description:
The following information was provided: we revised a mako pka (completed in 2022) to triathlon tka. When removing the tibial component the was minimal cement bonding to the underside of the tibial baseplate, there was good cement bonding to the bone surface. Procedure completed successfully to a triathlon primary tka implant.